Event description:
The hospital reported that a 400cc hold-up volume across the bifurcating screen was noted in the cardiotomy reservoir. The device was changed out and the pt was not affected by the incident.